Manufacturer narrative:
(B)(4). The device has been received at our bbm service laboratory in (B)(4) and the investigation is ongoing at this time. A follow up report will be provided when the examination results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): delivery inaccuracy: set flow rate 12 ml/h gives actual flow of 8-10 ml/h.